Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Manufacturer narrative:
The complaint products were not returned for analysis. The condition of aseptic loosening was confirmed via x-rays. The frequency of occurrence ranking is very low; therefore, this does not appear to be a design issue. Exactech is not aware of any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named device was accepted with conformance to the device requirements. This issue could be manufacturing-related. Patient-related: the patient reported pain after falling in early 2017, after which they experienced multiple other falls.the most likely cause of the tibial and femoral loosening are due to the patient underlying conditions, to include bilateral knee maladies, weight and multiple site trauma (falls). Review of the labeling -device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. As part of the preoperative assessment the physician is to account for diseases that will affect the device lifespan, this includes bone disorders, age, weight and activity. Trauma can also negatively affect the implants. This device is used for treatment not diagnosis. Information was requested. No additional information about the patient or event has been provided.

Event description:
It was reported that a patient experienced a right knee revision due to pain and aseptical loosening of the tibia and femur. No additional information has been provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00206, 1038671-2018-00207, and 1038671-2018-00209.